Event description:
It was reported the left ventricular (lv) lead exhibited high thresholds and low pacing impedance. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d314trg, bi-ventricular defibrillator, implanted: (B)(6) 2012, product ID 694965, implantable tachy lead, implanted: (B)(6) 2007; product ID 5568-53, implantable pacing lead, implanted: (B)(6) 2007; product ID 5071-35, implantable pacing lead, implanted: (B)(6) 2007. (B)(4).